Manufacturer narrative:
Int. Ref.: (B)(4). The digitaldiagnost system supports general radiographic imaging. For anatomies that are larger than the detector size, it is possible to make a series of exposures, covering the whole anatomy (for example full spine or full legs). These individual images can be "stitched" together via the software program. For proper patient positioning and support, the patient can be placed on the so called "patient support for stitching". For the ease of use, during transportation, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and a brake cylinder. It has to be folded up and fixed by a hook for transportation, e.g. From one room to another. The brake cylinder has the task to ensure that the footboard lowers itself slowly (within 5-7 seconds) when the hook is released, to prevent the footboard from falling. If the operator steps on the footboard while it is still moving down, the mounting of the brake cylinder can break and the footboard falls down immediately. In a worst case, it may hit the foot of a person and break a bone. The investigation confirmed, that the operator step on the footboard during folding down with the result, that the mounting of the brake cylinder broke out of the frame and the footboard fell down immediately, use error. The patient support for stitching has been be replaced, after this the system works as specified again. A CAPA investigation was conducted with the result of acceptable risk per risk benefit determination. This issue is further monitored and trended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that the brake cylinder broke out of the frame of the patient support for stitching. The brake cylinder prevents the footboard of the patient support for stitching from falling down unexpectedly . A falling footboard can lead in worst case to a broken toe. There was no patient involvement